Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer high blood glucose. In the saturday morning the blood glucose was 131 mg/dl, at noon was 477 mg/dl. Customer came home and it went down to 444 mg/dl. Customer changed his site and the blood glucose was below 200 mg/dl before he went to bed. On sunday the blood glucose was 49 mg/dl. After taking snacks the blood glucose goes up to 300 mg/dl. Customer treated high blood glucose with bolus still blood glucose was 300 mg/dl. Customer called back to continue with the high blood glucose troubleshoot. Customer¿s blood glucose at time of incident was 477 mg/dl and current blood glucose was 100 mg/dl. Customer reports the following symptoms related to their high blood glucose were nausea, sluggish. The drive support cap appears normal. Customer is on seizure medication if he gets a low blood glucose or aggressively attacking his system. Customer declined to check their settings. Customer advised to monitor the insulin pump and call back if further assistance is needed. The insulin pump will not be returned for analysis.